Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the device was "giving false readings". The customer indicated that the spo2 values was showing 10% lower compared to any other rad-8. The unit failed during testing and does not know how the testing was performed. No known impact or consequence to patient.